Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a ruptured abdominal aortic aneurysm. Vessel morphology at the time of implant is unknown. It was reported the patient presented emergently with a ruptured aneurysm. It was reported that the physician elected to treat the patient via endovascular procedure. The stent graft was placed lower then intended, and an aortic cuff was placed. Upon final angiogram there were no apparent endoleaks. While the patient was in the recovery room, the patient's blood pressure dropped. The physician converted the patient to an open surgical repair. The physician stated that the stent graft had excluded the aneurysm and the patient had a very large type ii lumbar endoleak. No additional clinical sequelae were reported and the patient is stable.

Manufacturer narrative:
.